Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). The manufacturer received a (B)(6) report which stated: "replacement of pump; switch from vented electric to pneumatic-mode." "No specific cause identified."

Manufacturer narrative:
The manufacturer was unable to conduct an investigation of the returned device because it was reprocessed per procedure, as it was returned as a non-complaint lvad approximately three years prior to the manufacturer receiving the (B)(6) report. A review of device history records showed no deviations from manufacturing or qa specifications. The user facility report was received from the (B)(6) registry. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.